Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory of the monopolar curved scissors instrument fell off. Intuitive surgical (is) obtained the following additional information regarding this event: the tip cover accessory fell into the patient and was retrieved from the patient during the same procedure. The procedure was completed robotically. The issue did not cause a procedure delay and there was no injury to the patient. The tip cover accessory is not available for return to intuitive for further evaluation.